Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for degen disc disease/herniated disc pain and spinal pain. It was reported that the patient was unable to communicate with or charge the ins and that they let it run down. The patient was seeing the reposition antenna screen on the ins recharger, and the poor communication screen on the patient programmer. The patient did not stay on top of charging for over a month and when therapy stopped they immediately tried to charge but couldn't. It was also noted that the patient had been having to charge more often than they used to, and they thought this was because the battery was getting weak. The patient's hcp had been telling the patient to get it replaced. The patient was redirected to their hcp. No further complications were reported.